Event description:
It was reported that a deep brain stimulation (dbs) patient sustained a head injury, which resulted in a scalp wound. The wound failed to heal and was determined by the physician to be infected. The patient was prescribed antibiotics and subsequently underwent a procedure to remove the entire dbs system. The patient recovered well postoperatively. The device was not analyzed, as it was disposed of by the medical facility.

Manufacturer narrative:
Additional pro code selections that apply to the indication of this device - nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 30406762. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4605c0. Model: db-4605-c. Batch: 29705274. UDI: (B)(4).

Manufacturer narrative:
Additional information: block b3: exact date unknown, event occurred sometime february 2025. Block d2b: additional pro code selections that apply to the indication of this device - nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7097389. UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: batch: 30406762, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605-c, serial: batch: 29705274, UDI: (B)(4).

Event description:
It was reported that a deep brain stimulation (dbs) patient sustained a head injury, which resulted in a scalp wound. The wound failed to heal and was determined by the physician to be infected. The patient was prescribed antibiotics and subsequently underwent a procedure to remove the entire dbs system. The patient recovered well postoperatively. The device was not analyzed, as it was disposed of by the medical facility.